Manufacturer narrative:
(B)(4): it is unk, at this time, if there was a malfunction of the device or a user error. Additional information is pending. Investigation results from bls systems limited (supplier). Investigation hampered by lack of information and device for examination. At first investigation of photograph, the manual resuscitator was removed from the original packing which would have including the cushion mask. Every device is manufactured and shipped with a cushion mask appropriate for the size of the device (i.e. Adult resuscitators are shipped with #5 cushion masks, child devices shipped with #3 cushion mask and infant devices with a #1 cushion mask). No mask was present in the photograph. It has been alleged that the device broke when a lifeguard attempted to use it. However, the photographs do not depict whether or how the product broke. The device has not yet been returned for examination or testing, so it is impossible to determine, at this state, whether it broke, or whether it ws misused by someone attempting to utilize it without a mask. Teleflex is coordinating with the (B)(6) sheriff's dept that 1 of their representatives transport the device to teleflex in north carolina for evaluation. The scheduled time for this transport of the device is the first week of (B)(6) 2015.

Event description:
It has been alleged that the device broke when a lifeguard attempt to use it on a child who had drowned.